Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending artery. After pre-dilation was performed, a 3.00x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was pulled back and applied some more dilation to the lesion. The area was inspected and it looked good. The stent was re-advanced but still failed to cross the lesion. When the device was pulled out, it had deformed on the delivery device. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: synergy ii, us mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a break in the hypotube 483mm from the end of the strain relief along with several hypo kinks along the catheter shaft. A visual examination of the crimped stent found distal stent damage; struts lifted, pulled and distorted in distal direction. The proximal end od (outer diameter) was measured and the od measurement is within the max crimped stent profile specification. This indicates that there was no issue with the crimped stent profile of the device and the stent damage noted and difficulty crossing was most likely due to the patients¿ lesion properties. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous left anterior descending artery. After pre-dilation was performed, a 3.00x20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was pulled back and applied some more dilation to the lesion. The area was inspected and it looked good. The stent was re-advanced but still failed to cross the lesion. When the device was pulled out, it had deformed on the delivery device. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was okay.